Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6)2015. The cause of expiration was noted as cerebrovascular accident. No further information was provided.

Manufacturer narrative:
(B)(4). The pump was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A full evaluation of the pump could not be conducted because the pump was not returned for evaluation as it was not explanted. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. The system controller, power module, battery charger, batteries, battery clips and power module patient cable, were returned for evaluation. All of the equipment was visually inspected and no issues were found. The equipment was also functionally tested and operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.